Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room, complaining of shortness of breath and extreme chest pain. Interrogation of the device revealed that the right atrial lead was not capturing. Fluoroscopy also revealed a small effusion. The right atrial lead was explanted and replaced, and the patient was recovering and in stable condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.